Event description:
It was reported a patient underwent an cardiovascular procedure on (B)(6) 2022 and a reservoir was used. During surgery, suction port of the reservoir was cracked during use. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. Attempts have been made to obtain the product, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Did the suction port of the reservoir crack while in use? Or was the reservoir found to be cracked out from the packaging? Suction port of the reservoir was cracked during use. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Was suction achieved by using the damaged reservoir? No further information is available. How was the case resolved? No further information is available. Was a new reservoir needed to correct the situation? No further information is available. Device return status we regularly contact with sales rep about the device returning. No further information will be provided. Was leakage detected? No further information is available. No further information will be provided." The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information: d9, h6 component code: g07002 product not confirmed. H3 evaluaton: product sample received for analysis. Materials during sample evaluation the suction port and y body were inspected for any damage and they both were found in good condition. No visible damage was observed. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis and samples evaluation, the reported defect by the customer could not be confirmed or related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. The drain was received at our decomtamination location. The reservoir was reported to have been cracked. What is the reported complaint for the drain? Did it function as intended? Did it require replacement? There was no report about the drain from the sales rep. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.